Manufacturer narrative:
It was reported that the venous probe (sv02 head) does not initialize. The failue occurred during treatment. The cardiohelp was exchanged.no harm to any person has been reported. As the cardiohelp was replaced, a report is required.a getinge field service technician (fst) was sent for investigation. The failure could be replicated and the venous probe was re-taught. No parts were replaced. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. According to the fst the venous probe were swapped 3 times in the past between the cardiohelp units. The venous probes are adapted to a specific cardiohelp and are not interchangeable. Thus, the most possible root cause for the failure "venous probe does not initialize" is that the venous probe was swapped. According to the instructions for use (IFU) of the cardiohelp if the initialization of the probe failed, the following task is to be performed use original venous probe of the corresponding cardiohelp-i.the venous probe does not influence the blood flow of the device. The venous probe is for monitoring the blood gas values (hemoglobin (hb), hematocrit (hct), oxygen saturation (svo2) and venous temperature). In the instructions for use (IFU), chapter "monitoring and sensors" of the cardiohelp system it is stated that these values must be regularly checked by the user via a blood gas analysis by a laboratory. Furthermore, in the IFU is stated that prior to a therapeutic measure based on the parameters displayed, a laboratory blood gas analysis must be checked. The cardiohelp generates an acoustic and visible alarm in case of a failure of the venous probe. Additionally in the IFU, chapter "application overview for disposables", is stated that if the disposable was changed during operation the venous probe could be re-initialized again. Ccording to the IFU of the cardiohelp, chapter "cleaning and disinfection", the cables and the whole device should be cleaned after each use to remove soiling or residual blood. Furthermore in chapter "connecting the sensors" it is stated that the sensors must be kept clean. The device was manufactured on 2012-01-25.the review of the non-conformities has been performed on 2025-10-27 for the period of 2012-01-25 to 2025-10-17. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. In addition, a review for potential field actions and capas related to the failure and product in this complaint was performed. This complaint is not in scope of any ongoing field actions and/or capas.based on the investigation results the reported failure "venous probe does not initialize" could be confirmed.the customer will be informed about the results by the getinge sales and service unit.in order to avoid reoccurrence of the reported failure, the customer will be informed by the getinge sales and service unit (ssu) not to swap the venous probes.the occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required.note: no UDI number has been included in the section d4 unique device identifier (UDI) since this machine (cardiohelp) has been manufactured on 2012. All maquet cardiopulmonary class ii products manufactured until the end of 2015 do not have UDI entries. Therefore, no UDI number is available.

Event description:
It was reported that the venous probe (sv02 head) does not initialize. The failue occurred during treatment. The cardiohelp was exchanged. No harm to any person has been reported. As the cardiohelp was replaced, a report is required. Complaint ID:(B)(4).